Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted, but for an unknown reason. We were informed it was replaced with a medtronic lead, but medtronic did not know why. The hospital was contacted for more information, but they have not responded to our request. It's not clear if the hospital listed is where the explant took place. This is all of the information we were able to obtain at this time. Should additional information become available, this event will be updated.